Event description:
Pt presents because of medtronic micro jewl ii defibrillator malfunction. The micro jewel ii has prolonged charge times. Consultation with medtronic representatives led to recommendation for pulse generator replacement. The device is under MFR alert. The device is still under warranty and was electively replaced.